Manufacturer narrative:
B3: date of event - estimated as 09oct2023 as this is the date information was presented. Rahman, s. Et al. "A rare complication: spontaneous right atrial thrombus on catheter delivery during watchman implantation" american college of chest physicians: cardiovascular disease case report, pages 522a-a523. Http://dx.doi.org/10.1016/j.chest.2023.07.408.

Event description:
It was reported via literature that procedural thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). When the was was advanced into the left atrium (la), a mobile mass was evident on transesophageal echocardiography (tee), confirming a new thrombus in the right atrium (ra) attached to the catheter. The was was exchanged, and the intravenous heparin dose was increased. Repeat tee was completed with no signs of a thrombus. A 24 mm watchman flx closure device was successfully implanted. The patient received six (6) weeks of anticoagulation medication, and a follow-up tee was completed after the 6 weeks. There were no signs of thrombus and no further patient complications reported.